Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 9 and fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump, and caller was instructed to continue using pump and to call back if any malfunction recurred. No additional information was received regarding the outcome of the event.